Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. It was noted that the high impedance was reproducible with left arm movement. The patient then had undergone a left upper extremity venogram which demonstrated occluded left subclavian vein with collaterals communicating across the occlusion. The tachy-therapy was programmed off and the patient was fitted for a lifevest until their lead revision procedure. At the rv lead revision procedure the inner coil was noted to be fractured two millimeters medial to the suture tiedown sleeve. The lead was explanted and replaced. It was also noted that there was severe tr (tricuspid regurgitation), unchanged after the extraction compared to before the extraction. No further patient complications have been reported as a result of this event.